Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose. She had blood glucose values of 437 mg/dl, 582 mg/dl and 600 mg/dl. The customer said that she went on a loaner pump and her blood glucose seemed to go down to 219 mg/dl. She believes that it is possible that she may have taken too much insulin. She changed the site twice and blood glucose was 258 mg/dl. During high blood glucose troubleshooting, the customer¿s blood glucose was 600 mg/dl and her current blood glucose is 254 mg/dl. She said that she feels okay to troubleshoot and that she treated with the pump with 2.4 units but it did not seem to go down. The customer declined to check for any site or insulin problems because she stated that everything looked fine. She declined to check her settings. The customer was assisted with performing the high-pressure test and the pump passed. She was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The pump will not be returning for analysis.